Manufacturer narrative:
An event of a device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and cine review, the cause for the reported device embolization could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 6-4mm amplatzer pda was implanted using a 6f amplatzer torqvue delivery system to treat a ductus arteriosus defect measuring 4 mm at the aortic end and 2 mm at the pulmonary end, with device sizing determined based on these measurements and the conical anatomy of the ductus. The procedure was performed using angiographic imaging. A stability check was performed, and the physician reported no significant peri-device leak and no difficulty during implantation, including no need for multiple recaptures or repositioning. No rhythm changes were observed during the procedure. Approximately 1 hour and 20 minutes after device release, the physician reviewed a chest x-ray, which confirmed that the device had completely dislodged from the implant site and embolized to the right pulmonary artery. The implanter believed the embolization may have occurred because after release, the disc shifted into the ductus arteriosus, and later considered the patient was likely not well hydrated. The embolized device did not cause partial or complete obstruction of blood flow, and the patient remained hemodynamically stable. To address the embolization, the physician performed percutaneous retrieval via the groin using an 8f amplatzer torqvue delivery system to snare and successfully retrieve the device. The physician described the retrieval as an urgent intervention due to the device¿s position. The procedure was completed using a non-abbott device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2026, a 6-4mm amplatzer pda was implanted using a 6f amplatzer torqvue delivery system to treat a ductus arteriosus defect measuring 4 mm at the aortic end and 2 mm at the pulmonary end, with device sizing determined based on these measurements and the conical anatomy of the ductus. The procedure was performed using angiographic imaging. A stability check was performed, and the physician reported no significant peri-device leak and no difficulty during implantation, including no need for multiple recaptures or repositioning. No rhythm changes were observed during the procedure. Approximately 1 hour and 20 minutes after device release, the physician reviewed a chest x-ray, which confirmed that the device had completely dislodged from the implant site and embolized to the right pulmonary artery. The implanter believed the embolization may have occurred because after release, the disc shifted into the ductus arteriosus, and later considered the patient was likely not well hydrated. The embolized device did not cause partial or complete obstruction of blood flow, and the patient remained hemodynamically stable. To address the embolization, the physician performed percutaneous retrieval via the groin using an 8f amplatzer torqvue delivery system to snare and successfully retrieve the device. The physician described the retrieval as an urgent intervention due to the device¿s position. The procedure was completed using a non-abbott device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.